Event description:
The complainant alleged that during a biomed's routine testing of the device it would shut down while attempting to charge the device in defib mode. The complainant indicated there was no pt involvement with this reported malfunction.